Event description:
It was reported that the right atrial (ra) lead exhibited no capture or sensing. It was determined that the lead had fallen into the vena cava. During the lead revision procedure, the left ventricular (lv) lead was cut by the physician as they were attempting to get the leads from the scar tissue. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead implanted: (B)(6) 2005 6948 implantable tachy lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.